Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising to beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device interrogation, the left ventricular (lv) lead showed high pacing impedance, along with a high pacing threshold in lv tip-lv ring polarity configuration. In addition, a pacing failure was observed in the lv tip-lv ring configuration and it noted there was also a high threshold in lv ring - lv tip configuration; an incomplete fracture of the tip or anomalous tissue denaturation of the contact part of the tip was suspected. It was added there was an intermittent pacing failure and the lv lead was reprogrammed to lv ring-rv coil polarity with an increased output rate. The patient would continue to be monitored and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.